Event description:
Baxter sales representative reported to baxter corporate product surveillance a clearlink continu flo solution set in which a leak occurred from at the bonded junction of the tubing and the most upstream y-site. The alleged defect occurred during patient use. The medication being administered was dobutamine. It is unknown how long into therapy the leak occurred. The set was switched out and therapy continued as normal. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The customer reported two occurrences of the reported condition and only one actual sample was returned for evaluation. The sample arrived out of the pouch primed. Visual inspection did not reveal any defects. The sample was then spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed. A leak was observed at the first y-site in-let port. Closer visual inspection under a microscope showed that the tubing was not properly inserted to a 5/16 depth, and the tubing was crimped. Therefore, the reported condition was confirmed. The assignable root cause was determined to be manufacturing. This issue is being investigated through CAPA.